Event description:
It was reported that the cutting end of the pituitary was broken and would not make cuts at all during an unspecified spinal surgery. There were no patient complications reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.